Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime test, and displacement test. However, the unit was stuck in the motor error loop during bolus and basal delivery. The motor position encoder error alarm could not be confirmed due to the history file being overwritten with compromised force sensor system alarms. Compromised force sensor system alarms were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer's blood glucose level was 150 mg/dl. The customer stated the dome label was missing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.